Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient reports that they are in the hospital for an MRI. The caller has not charged the ins for 1.5 years. When attempting to recharge they are encountering an open loop screen that shows the range on the bottom of the screen, but it will switch over to show good or excellent connection but the battery percentage will not increment and stays red. The caller has done this twice starting yesterday and leaves the recharger in place for 30 mins each time. The caller also reports seeing a 4101 error code. Advised the caller to take a break from recharging and tried to use the communicator to connect the implant and caller was seeing "device not responding" almost immediately, despite repositioning. Confirmed recharger was off for this and closed all apps. Moved back to the recharger and reset the recharger and cleared associated service code. Caller had nurse help co nfirm recharger placement. The patient reports that they can feel the ins and it feels like a bump, like it's poking out. Caller was seeing a range of 7-18 and a value of 17 before it flipped over to showing a good connection. The caller repositioned and got excellent connection. Caller also reported previously seeing "recharger is inactive" but the recharger had been off at that time. Managing hcp is in another state as the patient has moved. Emailed reps in both areas. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and will continue recharging in the meantime in case the screen shows the % incrementing on its own. Patient called back and reviewed same information as reported and documented in the initial call. Patient said they are still unable to recharge. Reviewed the following troubleshooting steps: palpate ins site and patient said can feel the ins, place recharger over ins site before turning on, turn on recharger and then open recharger app. Patient said received the open loop message to wait thirty minutes, said has done this part about 7-8 times. A few minutes later patient said the screen changed and now shows ins at 10% with excellent connection. Patient to charge to 30-40% (so can have MRI) and explained that will need to place into MRI mode and show screen to MRI tech. Emailed MRI mode instructions. MRI tech. Said patient can't connect to her implant to put the system into MRI mode. Technical services recommends that patient recharge the implant to allow MRI mode or call pats for further troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.